Event description:
New information noted that the patient was still sluggish due to her rhythm post event. No information regarding patient condition post drug therapy was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room feeling fatigued and sluggish. Upon interrogation, the pulse generator exhibited atrial oversensing. The physician elected to make no programming changes and opted to handle the patient's rhythm with drug therapy.